Manufacturer narrative:
The insulin pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. The insulin pump was monitored and functioning properly. No suspend anomaly noted. The insulin pump was received with minor scratched lcd window, scratched case, pillowing keypad overlay and cracked case behind the pump near the battery tube compartment. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump did not alarm while threshold suspend. Customer cannot recall blood glucose reading .troubleshooting was performed. Customer also reported vibrate issue but insulin pump vibrated during self-test. Insulin pump will be returning for analysis .